Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 06/14/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the lens was cut in two pieces. Fibers/particles and residue of viscoelastic solution were observed on the lens, indicating that the unit was handled and prepare for surgical use. The reported gouge was observed on the center of the lens optic. The customer's reported complaint was verified. However, the lens was previously handled for surgical use. Therefore, it could not be determined that the defect observed was related to the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. (B)(4) - physical defect/huge gouge in the center of the posterior side of the optic all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a physical defect/a huge gouge in the center of the posterior side of the optic. Reportedly, the lens was implanted and removed. No patient injury was reported. No further information was provided.